Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that there was leaking around the foley. The patient's husband reported via phone on (B)(6) 2019, that they were unsure if there was a problem with the foley itself or if the cna placed it incorrectly. They have since had the foley replaced and have had no issues.